Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation. The root cause cannot be determined.

Event description:
It was reported that treatment was performed for a ruptured pericallosal artery bifurcation aneurysm. The via was tracked through a vessel that was reported to have a 90-degree angle coursing a short a1 segment to get to the neck of the aneurysm. The first web selected for the aneurysm was too large, so it was removed through the via without incident; however, the via was not in the proper location for placement of the smaller web and needed to be tracked back up. After successful deployment of the web in the aneurysm, a slight "dissection" was noted in subsequent angiograms at the location of the 90-degree angle in the vessel. After waiting approximately five (5) minutes, additional angiograms were taken and the physician was satisfied with the results. No additional intervention was performed. There was no reported sequela.